Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was unable to be confirmed as no device or imagery was provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Per event description, ''as reported, post valve deployment, a small pinhole leak was noted near the ic bond.'' Additionally, the event description stated, ''the perceived root cause of the event was possibly due to having to perform valve alignment in an angled segment of the ascending aorta.'' Although no difficulties were reported with valve alignment, aligning the valve at an angle could increase the surface contact between the valve struts and the balloon due to non-coaxial positioning. This can cause pinhole damage to the balloon, potentially leading to a balloon leakage. As such, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, crimped valve interaction with balloon) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tavr with a 29mm s3ur valve via the left subclavian approach. As reported, post valve deployment, a small pinhole leak was noted near the ic bond. The case was left subclavian access and there was not an ideal location to perform valve alignment in a straight section. The operator stated that there was no noticeable increase in resistance when loading the valve onto the balloon. The team proceeded to deploy the valve without issue. On deflation there was a small amount of blood in the atrion. No post dilation was necessary with a mean gradient of 2mmhg by echo. The staff discarded the delivery system prior to the field clinical specialist scrubbing out of the case. There was no injury or complication related to this event. The patient's final outcome was stable and the valve deployed as intended. The perceived root cause of the event was possibly due to having to perform valve alignment in an angled segment of the ascending aorta.